Manufacturer narrative:
The reported events of failure in pacing and sensing were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exemption of procedural damage.

Event description:
During pacemaker replacement due to normal eri, loss of capture and sensing were observed on the atrial lead. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.